Event description:
The male patient received a cypher stent in the left anterior descending (lad). Three months later, the patient returned for a follow-up catheterization and it showed that the drug-coated stent had completely collapsed and was unable to be re-opened. A bypass surgery was done to resolve the issue.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.